Manufacturer narrative:
The event of high impedance was reported to abbott. The patient's extension had high impedances, causing ineffective stimulation. Surgical intervention was undertaken wherein the extensions were explanted and replaced. Patient has effective therapy. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
H6: health effect - clinical code: should not have been 2388 - inadequate pain relief, the correct code is 4412 - movement disorder.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's extension had high impedances, causing ineffective stimulation. In turn, surgical intervention was undertaken wherein the extensions were explanted and replaced. Postoperatively, the patient has effective therapy. Note: investigation did not determine which extension had high impedance.